Event description:
Reporter stated that patient obtained blood glucose results of 31.0 mmol/l and 5.0 mmol/l, using the same blood drop, on the accu-chek mobile system. Later, the patient performed additional tests, again using the same blood drop, and obtained results of 27.0 mmol/l and 4.2 mmol/l. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.